Event description:
The customer reported that as the laparoscopic procedure commenced, a wire on the instrument was exposed. The instrument was functioning but use was discontinued because of the wire. Another instrument was opened. There was no pt injury. After it was returned for eval, a visual inspection found both jaw wires are bare.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. Date of f/u report: (B)(6) 2011. Date of supplemental 02: (B)(6) 2014. A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the mfg site registration number. The new MDR number is 3006451981-2014-00240.